Event description:
It was reported that a malfunction code, malf 16, appeared on the pump, with no notable events occurring prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump, instructed the customer to use multiple daily injections as a backup therapy, and guided the customer on how to store and return the faulty pump using a prepaid label.